Manufacturer narrative:
(B)(4).

Event description:
It was reported that a couple of days after the patient had a pump implanted, the incision re-opened, and "the pump almost fell out." The infection was (B)(6). The pump was explanted. The medication being delivered via the device system was not reported. Additional information has been requested. A follow-up report will be sent if additional information becomes available.